Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+1.0/105 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).